Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the poppet valve for the solenoid scratches. Additional malfunction is the cabinet filter is dirty.